Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), other injuries and migration. Discrepancy noted in essure insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received. Product indication updated. Essure explant date added. Case upgraded from other event to incident. Previously reported ¿injury¿ was updated to pelvic pain. Events added: general abnormal bleeding, abdominal pain, menorrhagia (heavy menstrual bleeding) and psych injury. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device location of device: unknown') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and uterine haemorrhage had resolved and the device dislocation and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and uterine haemorrhage to be related to essure. The reporter commented: she received treatment for: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), other injuries and migration. Discrepancy noted in essure insertion date: (B)(6) 2013. 3 trailing coil in left, 4 trailing coils in right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device location of device: unknown') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and uterine haemorrhage had resolved and the device dislocation and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and uterine haemorrhage to be related to essure. The reporter commented: she received treatment for: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), other injuries and migration. Discrepancy noted in essure insertion date: (B)(6) 2013. 3 trailing coil in left, 4 trailing coils in right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: pfs and mr received : reporter, events- "abnormal uterine bleeding, migration of essure device location of device: unknown" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.